Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked down from the tubing guides and the bottom case had contamination present. A review of the event history log identified pump motor drive post error and depleted battery in history. During functional testing the reported issue was duplicated upon start up. The battery was at 30 percent and would go directly into depleted state after a short period of time and the battery was from a different vendor. The root cause was customer induced via the customer's use of unapproved or counterfeit components to repair their pumps. Replaced battery and damaged top case. This MDR was generated under protocol(B)(4) , as a result of warning letter cms#(B)(4) .

Event description:
It was reported that the pump exhibited a motor drive off post error that would not clear and there was physical damage to the pump. No patient injury was reported.